Manufacturer narrative:
The fse went back to the site and replaced the blower assembly to address the reported problem. The unit passed extended self-test (est), air flow accuracy test, oxygen flow accuracy test, and gas volume accuracy test. The device is fully functional. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Date of event: (B)(6) 2016.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of air valve lift off failure. The customer reported there was no patient involvement.